Manufacturer narrative:
The device has not been received for evaluation. Cloud data from the user for the period of 17jan2026-21jan2026 was downloaded and reviewed. Review of the cloud data found that a pod with the sequence number reported was used between 21:04 on 18jan2026 and 16:06 on 21jan2026. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after each bolus was delivered. No evidence of an issue with insulin delivery or of any other issues with the system was observed in the available cloud data.

Event description:
It was reported that the patient¿s blood glucose level rose greater than 600 mg/dl (33.3 mmol/l) between 37 and 48 hours of wearing the pod. The patient¿s guardian reported the pod adhesive was not sticking well to the pod site on their leg. The patient was experiencing high ketones of over 2, felt nauseous, and dizzy. On (B)(6) 2026, the patient was taken to the emergency room (ER) to seek medical attention. The patient was treated with intravenous insulin, and the pod was changed while in the ER. The patient was diagnosed with ketoacidosis and remained in the ER for 1 hour and was then discharged after lowering the bg levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The reporter stated the highest blood glucose level recorded was 495 mg/dl.

Manufacturer narrative:
The device was received for evaluation. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.